Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient tried to adjust stimulation but was not able to. Patient was getting the 'turn ins on' screen when trying to increase. It was reviewed that ins needs to be on, and patient stated they pressed the ins off button. Patient was on program 2 at 0.0 and was at 1.1v last night so they increased to 1.5v. It was noted that patient had 2 sudden accidents the previous night and was not able to adjust stimulation. An additional call from the consumer indicated that the patient programmer (pp) was not working and that the patient had an accident. When stimulation was checked during the call stimulation was found to be turned off, but set to 2.0 on program 2. The caller was advised that therapy needed to be turned on in order to be effective. After turning stimulation on the patient confirmed feeling stimulation. The caller indicated that this was the second time the implant turned itself off and the patient has not used the controller. The caller was advised to follow-up with the patient's healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.